Event description:
After positioning of the ml ultra stent it was slightly difficult to inflate the stent delivery system (sds). The physician changed the inflation device and tried it again. The sds balloon did not inflate completely and it was not possible to further inflate or deflate the balloon. The physician set a pinhole into the balloon with the stiff end of a guide wire. The ml ultra was finally deployed with another balloon.